Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. Patient was asymptomatic. Physician successfully repositioned the lead. Patient was stable post-procedure.